Event description:
In 11/2004, the patient's family member contacted lifescan (lfs) on their behalf, alleging that their one touch profile meter was reading inaccurately low. The medical affairs specialist spoke with the pt's family member on the 3rd day. The pt has had diabetes since they were 12 years old. They had been getting "normal" blood glucose results on the reported meter for "two days" prior to event date. On the morning of event date, their family member took them to the ER; they were lethargic, nauseated, and vomiting. A result of 140 mg/dl was obtained on the reported meter while they were in the ER. At about the same time, an ER meter result of >600 mg/dl and a laboratory result of 1079 mg/dl were obtained. They were diagnosed with ketoacidosis, admitted to the hospital, and treated with an IV and insulin. An EKG was performed and they were told that they had suffered a heart attack. Their family member stated that it was not known specifically when they had experienced the heart attack; however, they felt that "because of the malfunction of their meter, they had the heart attack and needed to be hospitalized." The family member stated that they were also diagnosed with pneumonia and were given a blood transfusion while in the hospital. The family member was not willing to provide more detail regarding the patient's medication regimen, meals, or other activities prior to the hospitalization. They had been released from the hospital and was at home 4 days later. Since discharge they had been testing their blood glucose level with another meter. The family member did not provide the specific date and time of their discharge from the hospital.